Event description:
On (B)(6) 2013, patient reported she experienced hyperglycemia and leaking at her site due to a bent infusion cannula. Her blood glucose elevated as high as 300 mg/dl, and her target is 150 mg/dl. She noticed wetness at her site, and the cannula was bent when it was removed. She changed the headset and delivered a bolus to treat hyperglycemia. The headset was inserted manually, and the infusion site was located on her abdomen. The alleged infusion set was discarded and will not be returned for evaluation. She was sent replacement product.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.